Manufacturer narrative:
Photo analysis: it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: delivered as unsterile product: the unit is seen open, once it is returned it will be physically analyzed in more detail. Additionally, there is an fi for these cases. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported unknown side "discoloration of the internal packaging". Device not implanted.

Event description:
Healthcare professional reported unknown side "discoloration of the internal packaging". Device not implanted.

Manufacturer narrative:
Continued d.6a implant date: device was not implanted. Device photo analysis, device history record and further investigation are currently being assessed, investigation is not complete, no results. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reporting: device received by dr. "Discoloration of the internal packaging."

Manufacturer narrative:
Fi summary: the review of the documentation associated to the manufacturing process indicates that all devices with lot number 1187212 were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. According to the device analysis the lid discoloration was observed and this further investigation was opened to analyze the event. A review of the current risk documents pfmea-bi pkg and lblg rev 11.0 was performed, and the event of defective tyvek, thermoform or pouch is a known event, for which current process controls and inspections are established to reduce the incidence of these defects. Additionally, the incoming process performed a visual inspection that included the revision of the tyvek color according to the drawings 6476 rev 21.0 and 6477 rev 17.0 and the inspection was noted acceptable. Furthermore, a review of all lid discoloration complaints for gel breast implants that have been manufactured in the last 2 years (from nov 2021 through oct 2023) was performed and no additional complaints for this event are observed. Finally, based on this investigation the complaint is not a confirmed high impact. However, the ncr 616861 was opened to analyze further the event.

Event description:
Healthcare professional reported unknown side "discoloration of the internal packaging". Device not implanted.

Event description:
Healthcare professional reported unknown side "discoloration of the internal packaging". Device not implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: delivered as unsterile product: observed a yellow discoloration of inner lid. Further investigation (B)(4) and ncr 616861 were opened to analyze this event. No other observations observed on the device or device packaging. Samples of the yellow discoloration of the inner lid were taken to assist in the analysis of ncr 616861.